Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
Customer reported via phone call that the last 3 cartridges they have put into the inpen the screw was pulling away and was not able to deliver insulin. Customer tried without insulin but the plugger was not moving forward. No harm requiring medical intervention was reported. The device was not expected to return for analysis.